Manufacturer narrative:
The device was returned for evaluation. The investigation into the controller error/loss of opm data has been completed. The impella automated controller was not returned for investigation. The customer sent back the incorrect console and this was received on (B)(6) 2022. Based on the cloud logs, the investigator was able to identify that pump 394490 had been used on console ic6896, and there was a controller error alarm on (B)(6) 2022 (although no evidence of a backup console being used). After analyzing logs from console ic6896, it was determined that the reported issue is a known pattern failure caused by a temporary loss of optical placement signal. There¿s no need to send the console in for repairs if the condition self-corrects. This is a low probability event and lasts only a few minutes. If needed, monitoring of the patient¿s hemodynamics and impella position can be accomplished through imaging. Console ic6896 has not been returned to abiomed, but console ic1479 (which happened to be due for pm) had been sent in its place. The cause of the issue was not determined since the product was not returned the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. There was no patient harm reported.